Event description:
The customer felt wetness around the insertion sit as if the cannula was not inserted fully. The customer reported blood glucose levels as high as 316 mg/dl. The pod was worn between 1 and 1.5 days.

Manufacturer narrative:
The device was not returned for evaluation. The customer reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot qualification records were reviewed and the product lot met all acceptance criteria.